Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 325mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin was once again not observed to be exiting the cartridge tubing. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.